Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured paraclinoid internal carotid artery (ica) aneurysm with a unknown diameter . It was noted that the patient's vessel tortuosity was normal. The landing zone was 3.6mm distally and 4.8mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the physician tried to open the ped2 in m1, but it didn't open at distal, middle and proximal section. They dragged it back to spot land it, started pushing wire to open device (with system loaded), and the device never opened. They continued to deploy over half of the device out in hopes that the distal end would pop open, but it didn't. The device didn't want to open, so they removed it along with the phenom 27. The pipeline was not positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The angiographic result post procedure stated that after using another pipeline device, it was well-apposed and placed in an optimal position. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 microcatheter, intermediate catheter: axs vecta 46 guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.